Event description:
This rv lead was implanted on (B)(6) 1999. A red alert for high right ventricular pacing lead impedance was detected on (B)(6) 2012. The patient's clinic is (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).